Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Manufacturer contacted customer with follow up phone calls for knowing customer's condition; customer was at the hospital on (B)(6) 2016 and treated with IV fluids;customer was prescribe with insulin medication. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of hi results (more than 600mg/dl). Home health nurse, (B)(6), called in regards to the customer who was discharged from the hospital on (B)(6) 2016. Customer obtain result of "hi" twice. Customer had been in the hospital due to elevated blood glucose levels. As per (B)(6), the customer was symptomatic for hyperglycemia, blurred vision, fatigued, etc. (B)(6) called m.d. In order to treat the customer accordingly.